Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The machine was not taken out of service and a service call was not placed because the customer felt they knew why the reaction occurred. Root cause: the root cause for the citrate reaction was related to the increased acd-a infusion rate. The spectra optia apheresis system mnc procedure guide offers the following caution during use:-the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Investigation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a citrate reaction during a mononuclear cell (mnc) collection procedure. During the procedure, the operator observed a lot of clumping and reduced the ac ratio from 26:1 to 16:1, and increased the ac infusion rate up to 2.2ml/min/ltbv. The patient complained of tingling, cramping in hands and developed tetany. 1 gm of calcium IV was administered to the patient over 30 minutes and they ended the procedure early. The patient was kept 45 minutes after the procedure for observation and was reported in stable condition the next day. Patient information is not available at this time. The disposable set is not available for return for evaluation, per the customer. This report is being filed due to medical intervention in the form of IV calcium.

Manufacturer narrative:
Investigation: per the customer, they normally run mnc procedures very fast with a high ac ratio and a heparin acd-a combo. They process for 5 hours up to 30 liters of inlet volume. They had to drop the ac ratio all the way from 26 to 16 because of clumping for this procedure. In order to process the targeted 30 liters of inlet volume, they had increased the ac infusion rate all the way to 2.2. The terumo bct call support technician cautioned them about increasing the ac infusion rate, since they do not administer IV calcium during procedures. The patient didn't need a third procedure. Investigation is in process. A follow-up report will be provided.